Event description:
It was reported that on (B)(6) 2007, the patient experienced a stroke and was hospitalized on (B)(6) 2007 with a stroke scale of 8. On (B)(6) 2007, the patient underwent an interventional xact stenting procedure in a 91% stenosed, mildly calcified lesion in the right internal carotid artery to reduce the stenosis to 10%. Post procedure, on (B)(6) 2007, the patient experienced worsening of pre-existing stroke symptoms which included left arm deficit that resulted in no movement. The patient's stroke scale was a 9. There was no reported treatment provided. The patient's condition was unchanged on discharge. On (B)(6) 2007, the patient was discharged to a rehabilitation facility. On (B)(6) 2007, the patient was seen for a follow-up visit and the overall stroke scale had improved to a 5. The left arm showed a drift. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.